Manufacturer narrative:
Device was returned to the facility for evaluation. Inspection showed a majority of the foam head had been disengaged. The tip of the straw was inside the disengaged foam. The suction oral swab has roughly a third of the foam still intact, confirming a presence of glue. Product history records were reviewed, all quality checks performed indicated passing results and all release criteria were met per the product drawing. A labeling review of the finished good was performed. The instructions for use state "use a bite block when performing oral care on patients with altered levels of consciousness or those who cannot comprehend commands. Ensure foam is intact after use. If not, remove any particles from oral cavity." The review of the label is adequate for the intended use of the device and did not contribute to the reported failure. The reported complaint is not a quality or a manufacturing defect. The root cause of the reported complaint is most likely due to user error of patient biting the swab.

Event description:
Report received of a suction oral swab disengagement. The reporter stated the patient bit down on the suction oral swab causing the green foam to disengage inside the patient¿s mouth. The reporter stated that she was unaware if the patient was alert and oriented. The reported issue occurred during the initial use of device and no bite block was in use. Reporter stated the disengaged foam was successfully retrieved without difficulty and no injury occurred. The involved device was returned for evaluation. Although requested, no additional information was available.